Manufacturer narrative:
The reported power switching of the returned devices, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events. (B)(4) participated in these premature switching events. (B)(4) did not receive the smr upgrade previous to these premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Log file analysis also revealed four controller power-up events. The first two controller power-up events occurred on (B)(6) 2015 at 19:13:55 and at 19:14:11. The last data entry before these events shows that the controller was connected to (B)(4), which were at 50% and 33% charge, respectively. The third and fourth controller power-up events occurred on (B)(6) 2015 at 08:57:34 and 08:57:45. The last data entry before these events shows that the controller was connected to (B)(4), which were at 93% and 49% charge, respectively. (B)(4) was evaluated using all of the batteries returned under this complaint. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. The most likely root cause of the reported power switching can be attributed to a communication error between the controller and the batteries. The most likely root cause of the pump stops can be attributed to a disconnection of the controller from external power sources. The reported event of fully charged batteries suddenly draining could not be confirmed at the bench level. This is one of three reports (3007042319-2015-02818, 3007042319-2015-02819 and 3007042319-2015-02820) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The following devices have not been returned to the manufacturer. If returned, these devices will be analyzed and reported as required. It is currently unknown which of these batteries were involved in the event: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02818, 3007042319-2015-02819 and 3007042319-2015-02820) submitted for devices related to the same event.

Event description:
It was reported that this patient experienced battery switching and unusual battery behavior over the past few weeks with fully charged batteries suddenly draining. During the two days prior to clinic visit the patient experienced three pump stops; the first occurred while changing a battery which had suddenly drained to no power. The controller and six batteries were exchanged with no reported effect on the patient. Investigation is ongoing.